Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The tech processor was replaced, and the s-ram card was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up prior to a case. No pt injury was reported.